Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm and it is now going off every 3 or 4 minutes. Customer tried changing everything out already. Customer's blood glucose level was 210 mg/dl. Customer was assisted in performing a 5.0u fixed prime but the insulin did not exit. Customer tried to push insulin slowly through the tubing and reported that the insulin exited the tubing. Customer reported that the insulin exits with the manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer received another no delivery alarm after troubleshooting. Customer changed out her insulin and reservoir. Customer stated that she got the first alarm when she was sleeping. Customer also had the black circle on her pump. Customer was informed that she needs to have the insulin at room temperature not in the refrigerator. No additional information provided.